Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was analyzed and it appeared that the tip end of the dialator had been pinched and torn off.

Event description:
It was reported that during implant, when the packing was opened, the radiopaque tip of the dilator was detached from the body. The dilator was not used and another was opened. No patient complications have been reported as a result of this event.